Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude out of range. Technical services (ts) observed events which were falling into cross chamber blanking. Ts questioned whether the rv pace after blanking could be proarrhythmic however, did not think so and recommended clinicians call. Ts observed an episode of ventricular channel oversensing of atrial signals which occurred on pacing at the lower rate limit. Ts discussed programming optimization. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.